Event description:
On (B)(6) 2013 during review of the patient¿s programming history, a system diagnostic test was observed to have occurred on (B)(6) 2009 that changed the patient¿s settings to output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec. These settings were not found until the patient¿s next visit on (B)(6) 2009.

Manufacturer narrative:
Analysis of programming history.